Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced purge issues and an overheating battery, which were resolved by switching to a new console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. Console was tested on pump and purge for extended period of time without issue. It is most likely that the issues seen in the field have occurred due to use issues related to the purge lines. There was no issue found during the investigation of the console. The failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.